Event description:
It was reported that pump experienced malfunction alarm identified by malfunction code 12, with no notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and caller acknowledged instructions.